Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reported receiving a no delivery alarm from the insulin pump while sleeping. During troubleshooting with the helpline there was resistance while attempting to push insulin through with a plunger; the customer was advised that there was an infusion set and/or reservoir occlusion. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. The customer was advised to discontinue use of the related infusion set and reservoir and to return them for analysis and replacements. The customer's reported blood glucose value was 411 mg/dl. No further information was provided.